Event description:
The initial attorney report alleged pain, infection, abscess, fistula, and possible explant in relation to composix mesh implanted on (B)(6) 2005. The following is based on the medical records provided by the patient's attorney: (B)(6) 2005 - laparoscopic repair of a complex ventral hernia with composix mesh. (Note: see MDR 1213643-2009-00031 for information related to this composix mesh implant). (B)(6) 2005 - excision of the composix mesh, small bowel resection, abscess drainage, appendectomy, and placement of a non-bard graft. (B)(6) 2005 - excision of non-bard graft and repair of recurrent ventral incisional hernia with composix mesh. (B)(6) 2006 - debridement and excision of sinus tract down to mesh. The edge of the mesh was excised during this procedure. (B)(6) 2007 - excision of infected composix mesh and reconstruction of abdominal wall with multiple pieces of non-bard graft. Reportedly, the composix mesh had become curvated and infected and there were multiple hernias with the mesh separating. A small piece of composix mesh was noted to be adhered to bowel and left in place.

Manufacturer narrative:
Initially, one event was previously reported by the patients' attorney. However, review of the medical records showed there to be an additional implant and postoperative event. Based on the information available at this time, no definitive conclusions can be made. Following the excision of the composix mesh the patient continued to have issues with non-healing, infected abdominal wounds. She returned to surgery on multiple occasions for incision and drainage as well as implants and explants of non-bard mesh. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. It was also indicated that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.